Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely the cable made by another company was installed, or the image was not displayed because unexpected stress was applied and the cable broke down. This issue is addressed in the instructions for use (IFU): "never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable."

Manufacturer narrative:
The device referenced in this report has been evaluated by olympus. Preliminary findings are reported. The investigation is ongoing. The definitive cause of the customer's experience cannot be determined at this time. Physical evaluation of the complaint device reveals: the unit was equipped with a non-olympus cable. The user's report of no image is confirmed and due to a faulty cable. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported that a hd autoclavable camera head had an intermittent image. There was no patient impact related to this occurrence.